Event description:
It was reported that the customer had trouble getting to the bolus wizard to check all settings. Customer's blood glucose level was over 600 mg/dl. Customer had large ketones and had contacted their health care provider for their high blood glucose levels. Customer stated that they have a back-up plan. Customer has treated with shots. Customer ran a manual prime and the insulin exited the tubing. Pump settings were reviewed and found to be correct. Pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer was advised that not confirming the time and date could have caused the issue. Customer was advised to monitor the issue. Customer mentioned that the pump had cracks and a reprogram alarm/check settings alarm. Customer was advised that the alarm is normal pump behavior. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).